Event description:
It was reported that using a femoral artery access approach during a procedure of the eccentric, moderately calcified, moderately tortuous, de novo, 100% stenosed, distal posterior descending artery the 3.0 x 38 mm xience prime stent was implanted, however, during the inflation at 5 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. The stent was further dilatated with a nc trek balloon dilatation catheter (bdc). The procedure was completed after deploying 3 additional xience xpedition stents. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: gaia 1, 2, 3, bmw universal ii, xtr. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.